Event description:
(B)(4) received, a copy will be included with the report. This is 4 of 7 reports for this event.

Manufacturer narrative:
This screw was received whole and intact. This screw appears to be a self-tapping cortex screw. If so, the major diameter of 4.47mm and length of 32mm length would make this a 214.832. The hex drive has light markings, consistent with normal use. The top of the head is in good condition. The bottom of the head has a wear mark with localized galling sufficient to cause some material loss. Some bio material remains at the bottom of the head also. The threads appear to have been worn somewhat at the major diameter, displacing material downward towards the minor diameter and affecting the thread profile. The flutes and tip appear to be in good condition. The dimensions that could be measured are within specification. A review of the design, complaint history and risk analysis indicates that the design is adequate for its intended use. Bony union is dependent on a multitude of factors, such as proper reduction, bone quality, patient compliance, implant selection, etc. The lack of additional information prevents a complete analysis of the cause of failure. Additionally, the patients fall may have caused a re-fracture.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.